Event description:
The pt reportedly experienced loss of lock with internal device. External equipment was exchanged; however, this did not resolve the issue. Add'l testing has been conducted and advanced bionics is in the process of gathering add'l info.